Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesion was located in a tortuous and calcified left anterior descending artery. Two non bsc guide wires were engaged in the target lesion, one being used as a buddy wire. A promus element plus, mr 3.50x12mm stent was deployed in the target lesion at 16atm. The physician noted the stent foreshortened by 6mm after deployment. Another unknown manufacturer's stent was deployed. No further patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Device is combination product. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).